Event description:
Event occurred in the patient's home. Patient used back up vent during this time. About once a month for 2-3 times a month the event has high pressured with alarm - turbine stopped. When condition was clear the turbine restarted. Reporting source wants the vent checked to insure it is the patient's condition causing the reported problem, not the event. Report source "is 99.9% positive" that the turbine did not actually stop, that only flow was stopped to patient (flow valve closes due to continued hp alarms). Report source contacted family, and they state they believe the turbine did actually stop. No humming/motor noise heard during failure.